Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1, p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbars cannot be positively identified. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The cause of the inability to charge the battery packs is the u104 and u1003 failure. The root cause of the u104 and u1003 failure could not be positively identified. No adverse event resulted from the defective charger or battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs and the battery packs were non-functional.